Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a significant hyperglycemic event. At the time of the incident, the cgm reading was 400 mg/dl, while a confirmatory fingerstick showed a blood glucose level of 580 mg/dl. Following the fingerstick, the patient became symptomatic, exhibiting signs of distress including sweating and subsequently experienced a seizure. Emergency medical services were contacted, and the patient was transported to the hospital. Upon arrival, a hospital-administered fingerstick revealed a blood glucose level of 700 mg/dl, which would have corresponded to a high reading on the cgm. The patient was treated with seizure medication and insulin. They were discharged later that evening, with no documentation of further medical evaluation or intervention. At the time of reporting, the patient was reported to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, a comparison was performed and it was reported to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.